Event description:
It was reported that patient's right ventricular (rv) lead exhibited loss of capture and unspecified sensing issue. It was also noted that the lead was dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and unspecified sensing issue were not confirmed. The reported events were lead dislodgement, failure to capture, and an unspecified sensing issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil over-torqued at the connector region, consistent with procedure damage. After cutting, cleaning, and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.